Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the identified failures ¿air/water (a/w) cylinder has foreign objects,¿ ¿air/water (a/w) tube has foreign objects,¿ and ¿scope connector (sc) cover unit is dirty due to water leakage¿ is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. The most probable cause of the rest of the identified failures is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited error code b30, foreign objects inside the air/water (a/w) cylinder, foreign objects inside the air/water (aw-tube) channel, and a dirty scope connector (sc) cover unit. There was no patient involvement.